Manufacturer narrative:
Unit was found to have been mechanically and electrically fully operational with no signs of defects which would have contributed to this reported event. After inspection of chair and evaluation of end users usage, it was determined that this event was a result of operator error. It was found that client was inadvertently changing drive parameters which made the chair more responsive, more than the client could control with his limited knowledge of the chairs operational characteristics. Parameter changes were made to meet the clients abilities to control the drive characteristics of the chair and client was re-instructed on the proper usage and characteristics of the chair. Additional programming was performed to ensure client cannot inadvertently change the settings to an undesirable state. The DHR was reviewed an unit met specification at time of issuance.

Event description:
Permobil was alerted that the end user had impacted an appliance in his home while operating his chair. Impact to his footplates resulted in end user suffering several broken toes.